Manufacturer narrative:
No investigation on-site was performed by our field service engineer (fse). Our fse did a troubleshooting over the phone, and asked the customer to check several push buttons and a rotary knob for functionality. A follow up with the customer confirmed that the unit was operating properly and no further issues had occurred. The customer had returned the unit to clinical use. Evaluation of the received device logs confirmed one technical error code indicating a panel button stuck failure at start-up of the device. The reported technical error codes indicating a power failure were not confirmed in the device logs. The technical error indicating a panel button stuck may be activated if a membrane button is pressed during startup, while the test ¿panel button stuck¿ is performed. The cause of the reported technical error has not been determined. If this failure occurs during ventilation, ¿touch screen or knob press time exceeded¿ alarms will be generated and the ventilation continues unaffected.

Event description:
(B)(4).

Event description:
It was reported that the ventilator generated two technical error codes. Both technical error codes indicated power failure. Patient involvement unknown. (B)(4).